Manufacturer narrative:
The patient was brought into the clinic and the feature related to the respiratory sensor was turned off. No other programming changes were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead displayed noise and oversensing on some stored episodes. The patient appeared to have an underlying rhythm that was able to be seen through the artifact. There was also an abrupt increase in pacing impedance measurements from 400 to 1,700 ohms approximately four months ago. Recently there was also an abrupt increase in another manufacturer's right atrial (ra) pacing impedance measurements from approximately 300 ohms to 2,135 ohms. Boston scientific technical services (ts) recommended programming off a sensor related to the patient's respiratory sensing. It was also discussed to consider programming the rv lead to bipolar sensing and unipolar pacing. No adverse patient effects were reported.